Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G3 report source: germany this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified one of the welded pin cap at the distal end of the broach handle has fractured from the device. The fractured cap was not returned. Impact marks were found on both sides of the strike plate and on the handle near the part and lot etching. The square orientation feature is dinged and slightly deformed due repeated use. The welds on the trigger pin are fractured but remain intact. The trigger rotates around the axis within the confined space but does not actuate forward and back. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during hip surgery, the instrument fractured into the patient. The implant was removed to retrieve the fractured piece. Attempts have been made and additional information on the reported event is unavailable at this time.